Event description:
It was reported that the pump display was frozen. There was no adverse impact to the customer¿s blood glucose level. The frozen display was successfully cleared using a button alarm, and no further action was required.